Event description:
Protective covering over one side of jaw shredded into pieces into the patient's body as did small pieces of curly wires that were picked out. They had to suction out the plastic pieces out. This occurred only seconds after beginning to use the piece of equipment. This happened to two different harmonic shears back to back. Surgeon had to use an older model to complete this patient's procedure. This surgeon has used this device for years and has only seen this happen after many hours of a long surgery. This one occurred seconds after use.